Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy in 2022 and suture was used. The suture method was interrupted suture. At that time, the vaginal stump was performed with a single ligation and suture and continuous suturing was performed on the peritoneum of the stump. The patient was subsequently discharged without complications. Three months after surgery, she was allowed to have sexual intercourse, but several days later she developed abdominal pain during sexual intercourse and visited an emergency department. Elevated wbc and crp levels, and CT showed intestinal edema and wall thickening. Magnetic resonance imaging showed vaginal dehiscence and air in the vaginal stump. Vaginal culture was positive for coryneform bacterium 1. The symptoms improved with daily vaginal washing, administration of clindamycin and doripenem, and fasting, and the patient was discharged from the hospital. Three months later, abdominal pain, vaginal bleeding, and brown-purulent vaginal discharge were observed again after sexual intercourse, but vaginal stump dehiscence was not observed. The symptoms improved with the same administration of antibiotics as the previous administration. Two months later, abdominal pain and increased wbc value were observed after sexual intercourse, and the symptoms were improved by administration of tazobactam sodium and piperacillin sodium. The patient was discharged from the hospital. The patient was regularly followed up on an outpatient basis, but there was no recurrence of vaginal stump infection. The risk factors for postoperative infection in this case were smoking and the risk factors for dehiscence were early postoperative sexual intercourse.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. Date of laparoscopic total hysterectomy? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the patient's current status? Product code and lot number? Was the patient tested for sti? If yes, results?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/6/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's weight, bmi at the time of index procedure. Unknown. Date of laparoscopic total hysterectomy? Unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with abnormal. How was the suture tied (square knot or multiple knots one end)? Interrupted suture. What tissue dehisced? Vaginal stamp. Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Unknown. Please describe any surgical intervention required for the wound dehiscence including date and findings. Washing vagina. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. Please describe the appearance of the suture during the second procedure. Unknown. Other relevant patient history/concomitant medications? G1p0 (the patient was pregnant for the first time and has not yet delivered), cin3(severely abnormal cells are found on the surface of the cervix). What is the patient's current status? Discharged after 3rd infectionous event and treatment. Although the patient is regularly followed up at the outpatient clinic, no recurrence of vaginal vault infection has been observed. Product code and lot number? Unknown. Was the patient tested for sti? If yes, results? Unknown.